Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation by the appropriate engineers and technicians are listed below. Visual inspections & results: balloon condition, torn; cam condition, good; desufflation lever condition, good; extension condition, good; inner gasket condition, good; outer gasket condition, good; sleeve condition, good and stopcock condition, closed. Functional tests & results: balloon inflation test, could not insufflate. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the balloon had become torn at the distal tip, making the instrument non functional. The instrument was received with the balloon torn at the distal tip and the extension was protruding through the tip of the balloon. The top 1/3 of the balloon was torn free and was returned. No conclusion could be reached how the balloon had become torn. Each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the balloon burst (all pieces were retrieved). There was no pt controversy.